Manufacturer narrative:
One cadd-legacy plus pump was returned for analysis in fair condition with a bleeding screen and cracked housing. The device was tested three times all three test passed within our internal specification. The reported issue could not be replicated. The downstream sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump failed the high and low tests. The event occurred during calibration with no patient involvement.